Manufacturer narrative:
(B) (4). (B) (4). Device #2: part# 12673-03, lot# 85026-6h indicated is being filed under a separate medwatch MFR #. The customer reported the device was discarded. The lot # was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device #1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, a needle was not captured by a cuff. The device was removed over a guide wire and a second proglide was attempted with the same results. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.